Event description:
Trp has been using complete moisture plus solution since he got his contacts in 2006. He was told by his doctor to only use this solution because it "works best". He has been sent home from school -nurse thought it was pink eye-. I had to take him to the doctor to get them to sign a release for him to participate in his wrestling season because everyone thought it was pink eye. He missed two weeks of practice and wrestling matches because of bloodshot eyes and blurriness. He has had sensitivity to light quite often and doesn't even wear his contacts anymore unless he has to -baseball games- in order to see well and then it is blurry. Frequency: daily. Dates of use: 2006 - 2007. Diagnosis: contact lens solution. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.